Event description:
User facility reported several unsuccessful cavity integrity assessment (cia) tests during an attempted novasure procedure. The procedure was stopped and a hysteroscopy revealed "two perforation holes on (the) fundus". The novasure procedure was abandoned and a laparoscopy was done, during which no further injury was found. The pt was given antibiotics and discharged home. Add'l info was received on 05/20/2009. It was reported that the 2 perforations measured 2 x 2-3 mm along the fundus. Additionally, it was reported that a hysteroscopy, sounding, and dilatation with a metal sound (not a hologic device) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specs. Currently unable to establish a relationship or impact to the reported observation. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment.